Manufacturer narrative:
Although the product has not been received for evaluation, a review of the photo attached to the complaint file was performed. The product packaging was not visible in the photo. The part number, lot number and expiration date could not be verified or determined. The photo showed a sliver particulate in or on the center of the eye (pupil area). The particle has a metallic appearance. The ultrasound handpiece and the phaco needle tip were not returned. The source and origin of the metallic-like sliver could not be determined. A device history record review was performed. This system met specifications on the date of manufacture. This investigation is ongoing.

Event description:
The user facility in germany reported that during the procedure and after phaco, a metal deposit was noticed in the patient's eye. It was removed with forceps and discarded. There was no patient impact. The procedure was prolonged by approximately two minutes and there was no additional anesthesia usage.

Manufacturer narrative:
The product was returned for evaluation. The ultrasound handpiece, needle wrench, and instruction sheet were not returned. One blue/teal needle tip was returned inside an unknown sterilized pouch. The part number and lot number could not be verified or determined. The silver particle shown in the photo provided was not returned. Visual inspection found the needle was dirty with particulates all over. Microscopic examination found the blue/teal anodized coloring had faded or had been removed near the tip of the needle. The needle was damaged. The threads of the hub had visible damage. The damage to the hub was consistent with damage seen when the needle is over-tightened. This could contribute to particulate generation during use. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. The most probable cause was determined to be surgical technique. No corrective action is required. This investigation is complete.